Event description:
It was reported to boston scientific corporation that a tvt (tension-free vaginal tape) was implanted into the patient during a procedure. Following the procedure, the patient had complications. The patient suspects nothing was wrong with the device, only that something went wrong during the implantation surgery. She has nerve damage and has been in constant pain since the surgery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot number and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of constant pain after the surgery. Imdrf patient code e0123 captures the reportable event of nerve damage. Imdrf impact code f12 captures the reportable event of serious injury.